Event description:
Customer reported that while qualifying the galileo for the capture cmv assay, a sample initially tested positive. The sample repeated as negative when tested maually with capture cmv.

Manufacturer narrative:
A service call was performed. Washer and pipettor error were ruled out. Crimped tubing at the check valve and manifold were replaced, and pump flow rates were adjusted. The centrifuge belt was also replaced. The instrument operated as expected.the customer did not return sample for investigation testing. It is not possible to rule out the sample as a cause of the event.